Event description:
Surgeon was performing a tlh procedure. Silicone boots were lifting and fragmenting, according to reporter, investigation notes damage caused by another device and use error.

Manufacturer narrative:
This MDR is being filed based on normal qsit inspection recommendation. Conclusion: the location of the boot tears, foreign contamination and damage to the heat spreaders for previous s/n (B)(4), #3 and #4 are believed to be caused from interaction with another surgical instrument or user abuse. A device with a similar boot tear (i.e. Not at distal tip) was also seen in the product comment report (pcr) for (B)(4) by the same doctor in which the damage was attributed to interact with another device. The distal portion of the silicone boot for device# 2 was not present. Boot tearing at the distal tip has been observed in thermaseal tlh, lavh and lap bso procedures and has been determined to result from the operational technique specific to these types of cases. Improvement to the boot design is being studied by starion (B)(4).